Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter address 2: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd luer-lok¿ syringe sterile, single use, 50 ml, foreign matter was observed in syringe. The following information was provided by the initial reporter: our production team identified several black particulates/residue on a bd 60 ml syringe (ref: (B)(4), lot: 8332823) prior to use.

Manufacturer narrative:
Follow up MDR for device evaluation. It was reported there are black particles in the syringe. To aid in the investigation, one sample in an opened packaging blister and seven photos were provided for evaluation by our quality team. A visual inspection was performed and the syringe barrel has black specks of embedded degraded resin. No other defects or imperfections were observed. The seven photos provided show the sample received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot number 8332823. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to help mitigate these defective escapes. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.